Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this annuloplasty ring was implanted and explanted on the same day for unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information received indicated that after the device was sutured into place, it was explanted and replaced with a bioprosthetic valve due to a unsuccessful repair attempt. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.